Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and a drop in impedance. The lead was reprogrammed and a chest x-ray was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising and was elevated, and the impedance trend on the rv (right ventricular) pacing lead was decreasing. The analyst noted that the rv lead impedance had reached a maximum of approximately 950 the week of (B)(6) 2015 and by week of (B)(6) 2015 had decreased to approximately 400 ohms and had remained stable. Additionally, the rv capture management threshold minimum of 0.25v occurred the week of (B)(6) 2015 and subsequent measurements were all high at >2.5v. The last high threshold measurement was recorded on (B)(6) 2015. (B)(4).